Manufacturer narrative:
While troubleshooting with bec cts (customer technical support), the customer found a fibrin clot in the bottom of the cup. The clot was removed and the cup was reassembled. The eic was no longer overflowing. The issue was resolved through troubleshooting with bec cts. No service visit was needed. The bec internal identifier for this event is (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) reporting that the electrolyte injection cup (eic) in the unicel dxc 600 pro synchron clinical system was overflowing. No injury was reported and no erroneous results were generated.